Manufacturer narrative:
MFR's investigation included review of complete device history record and visual assessment of reverse product from the same lot. All in-process and finished product test results passed the release criteria. Visual assessment of the reserve product was acceptable.

Event description:
A csf leak was found. A lumbar drain was placed, but revision surgery was not required.